Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer¿s blood glucose level was 150-170 mg/dl.